Manufacturer narrative:
Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid (novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer became unconscious, got into a car accident, had a seizure, bit through their tongue, and sustained a spinal injury because of a low bg level, and they were subsequently hospitalized with a bg level of 39 mg/dl; cause was unknown. A system check was performed, and it was found that the customer was using off label insulin (fiasp) within the pump supplies. Customer was treated with intravenous (IV) fluids of saline to address the low bg level. The customer was discharged 7 days later, (B)(6) 2024 with the issue resolved and no permanent damage. Tandem technical support (cts) walked the customer through a pump system check and confirmed the pump is functioning as intended, no additional patient or event information was available.